Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up in late (B)(6) 2015, a loss of sensing and pacing was observed on the atrial lead. No patient symptoms were reported. A revision procedure was performed on 11/9. During the procedure, the lead's helix would not retract; a buildup of torque was noted. The lead was successfully explanted and replaced.

Manufacturer narrative:
(B)(4).

Event description:
New information reported that the lead had been dislodged.